Event description:
Due to acute renal failure and need for dialysis, pt was being transferred via acls ambulance, on a ventilator, in unstable condition to another hosp where dialysis is available. The ventilator stopped enroute when the inverter on the ambulance failed, necessitating the use of a bag with a peep valve. The pt was admitted directly to ccu and had a cardiac arrest and expired.